Event description:
Small bowel anastomosis (incarcerated umbilical hernia repair). According to the reporter: the surgeon used a gia device to create a side to side small bowel anastomosis and used a ta60 to close the enterotomy. The ta60 line leaked bile. The anastomosed bowel was resected and a new side to side anastomosis was done using the gia device and a new ta60 device. The results were satisfactory and the pt is in satisfactory condition. The surgery time was extended 5 to 10 minutes.

Manufacturer narrative:
Initial report submitted: january 7, 2008.